Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for inpatient check, three non-sustained noise episodes were noted during the device check. Pocket manipulation and isometric testing were performed. Noise was unable to be reproduced. Lead damage was suspected. Lead evaluation and replacement were suggested. There were no adverse consequences to the patient related to the noise episodes.